Event description:
The facility's biomed reported a fail code 403, which occurred during set-up prior to pt use. Info was requested by baxter regarding pt info, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.